Event description:
It was reported that the ultrasonic scalpel caused an error code on the generator. The facility was not aware if the issue caused surgical delay, medical intervention or adverse consequences to the patient.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Examination of the returned device revealed evidence of clinical use including biological material and an indentation in the teflon pad. The device was actuated multiple times and confirmed to have proper mechanical functionality. The device was then connected to a generator which prompted a "tighten assembly" error twice, after which the device was tightened. The generator then prompted a "replace instrument" error. The device was disconnected, disassembled, and the blade and pinhole were inspected for cracks. A hairline crack was found propagating from the inside wall of the pinhole towards the outside of the shaft. A review of the device history record indicates the device met all inspection and test criteria prior to release. Therefore, the most likely root cause of the reported event is a crack in the blade resulting from the blade contacting a hard object, possibly a staple or surgical clip, or overtightening of the instrument during clinical use. The instructions for use state: - avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades. - attach the hand piece to the instrument by rotating the instrument onto the hand piece in a clockwise rotation as viewed from the distal end of the instrument (finger tight only). - use the torque wrench (already mounted to the shaft) to tighten the blade onto the hand piece. Turn the torque wrench clockwise while holding only the gray hand piece until it clicks twice indicating that sufficient torque has been applied to secure the blade.